Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door switch functioned as designed. The imaging system then passed a system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the door open message could not be cleared from the imaging system. It was reported that manual manipulation of the gantry cleared the message. There was a reported delay to the procedure of five minutes due to the reported issue. There was no reported impact on patient outcome.